Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia¿ ultra universal short stapler and one endo gia¿ 45mm curved tip articulating vascular reload both opened by the account. Initial visual inspection of the instrument noted no abnormalities. Visual inspection of the cartridge revealed that the reload was fully fired. Functionally, the instrument was loaded with post market vigilance (pmv) representative straight and roticulator¿ loading units. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. The reload was loaded into a post market vigilance (pmv) instrument for functional testing. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size.¿ should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a thoraco-lobectomy (left lower lobe) procedure, upon the first fire to lower pulmonary vein with the stapler, a crack sound was heard during the fire. The surgeon stopped firing and released the jaws normally from the tissue. Additional hand stitch was performed for a recovery.